Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited high defibrillation impedance. The patient was noted to have experienced ventricular tachycardia and received high voltage therapy. Medications were given to the patient in order to terminate the ventricular tachycardia. Fluoroscopy revealed that the lead had externalized conductors. On (B)(6) 2019, the lead was capped and replaced. Patient was stable.